Event description:
Patient with history of gastroesophageal reflux disease, anemia and recent diagnosis of cecal cancer underwent an ascending colectomy. Few weeks after, nurse experienced difficulty using the medline suture removal kit. The scissors and tweezers from the suture removal kit would not cut the sutures of a jackson-pratt drain. The scissors would not cut the sutures adequately. Scissors are thick at the hook and difficult to get under the suture. There is not a sharp edge to cut anything. The tweezers had a difficult time holding on to the sutures as they would not grasp well when squeezed.